Event description:
It was reported that the driver would run on its own when plugged into the console. There was no pt or user injury and no adverse consequences were reported as a result of the event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running by itself was duplicated. Based on the investigation details, the likely cause was an intermittent motor, as well as, a worn geartrain and drive shaft. The motor assembly, driveshaft, and bearings were each replaced along with other components. Service repaired and returned the device to the customer.